Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. The customer returned the insulin pump for alleged high blood glucose, insulin pump error, possible under delivery anomaly and insulin flow block alarm on september 20, 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, broken belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There were no delivery alarms noted on the event date in the insulin pump history file. September 20, 2022 04:19:43.000 alarmalertnotification faultnumber = no delivery (7) - during bolus, september 20, 2022 04:20:26.000 alarmalertnotification faultnumber = no delivery (7) - during bolus, september 20, 2022 09:17:32.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. There was no insulin pump error noted in the insulin pump's alarm history screen on the event date or in the insulin pump history file. There were 157 boluses listed in insulin pump history file on the event date. Please see the first 10 boluses listed in insulin pump history file on the event date. September 20, 2022 00:04:49.000 normal bolus delivered, bolus programming method = cl1 micro bolus (670 only), normal bolus amount programmed = 0.2, bolus amount delivered = 0.2, september 20, 2022 00:09:47.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only, normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2, september 20, 2022 00:14:50.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only)normalbolusamountprogrammed = 0.225, bolusamountdelivered = 0.225, september 20, 2022 00:19:46.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2, september 20, 2022 00:24:45.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.225, bolusamountdelivered = 0.225, september 20, 2022 00:29:43.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2, september 20, 2022 00:34:41.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2 september 20, 2022 00:39:44.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.225, bolusamountdelivered = 0.225, september 20, 2022 00:44:40.000 normalbolusdelivered , bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2, september 20, 2022 00:50:42.000 normalbolusdelivered, bolusprogrammingmethod = cl1 bg correction + food bolus normalbolusamountprogrammed = 2.875, bolusamountdelivered = 2.875. There was no "auto suspend alarm", or "user suspend alarm" noted on the event date in the insulin pump history file. The insulin pump was cut opened for visual inspection. No damage noted on the electronic assembly, motor or force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose. Insulin flow block alarm/no delivery alarm was not confirmed. Insulin pump error not confirmed. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer experienced high blood glucose. Customer stated that the insulin pump received multiple insulin pump error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's pump had a pump error alarm and insulin flow blocked alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The insulin pump will be returned for analysis.